Event description:
It was reported that during use of the ligasure vessel sealing device at the end of the robotic procedure, there was inadequate or partial sealing with evidence of energy delivery and end tones heard, followed by bleeding after cutting. There was no re-grasp alert or other error that occurred. Blood transfusion was not necessary, and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding. The device was plugged into an ft10 generator at the time of the event, and the tissue type being sealed was a vessel. The jaws were cleaned by the surgical technician when dirty. The procedure was carried out using robotic technology, which also made use of the robot's energy.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.